Event description:
EU complaint handling unit reported two caps popped off. The first operation was on the (B)(6) 2007. The surgeon reported he clearly remembered doing this case and torquing the caps down and checking everything was seated properly and correct. The second operation was in (B)(6) 2008, between the (B)(6). The surgeon recalled that the caps had popped off and were replaced. The third operation was done on (B)(6) 2009. The patient complained of pain. On the x-ray, it showed that one of the heads had come off. On opening, the two heads had popped off. The two heads were mobile and were fixed as the should be.

Manufacturer narrative:
Device was used for treatment. Additional product codes for this report includes kwq, mnh, mni, nkb. Actual date of the second surgery was not known. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.